Manufacturer narrative:
Insulin pump received with no act button response due to flattened button dome switch. No stuck buttons or button error alarm noted. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm. It was also reported that the act button feels stuck. Customer's blood glucose level at the time 200mg/dl. Advised insulin pump would be replaced. No additional information was provided.